Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, a catheter balloon was unable to cross the lesion. A 99% stenosed target lesion was located in the severely calcified and moderately tortuous left circumflex (lcx) artery. A 2.50mm x 12mm emerge balloon catheter was selected to dilate the lesion. Upon advancing of the complaint device it was unable to cross the target lesion. The catheter was removed and the product was completed with a different device. No patient complications were reported and the patient status is good. However, returned device analysis revealed balloon catheter pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: there was contrast in the inflation lumen and blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded indicating the balloon was subjected to positive (inflation) pressure. There was a pinhole in the balloon wall material at the proximal edge of the balloon 2.2cm from the distal tip. The distal tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).